Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that upon receiving the pump, the customer connected the pump to a power source and charged it to 100%. Subsequently, the pump shut off and became unresponsive. The pump was reconnected to a power source however remained off. Customer reported their blood glucose level was not impacted as they had not started using the pump. Reportedly the customer has manual injections as alternate insulin therapy.